Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infection at infusion set insertion site on (B)(6) 2025. Patient discussed the infection with the health care professional (hcp) and recieved the medication for the infection. Infusion set was used for three days which is against the instructions for use (IFU) guidelines of infusion set with the given insulin. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010191, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6010191. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010191 was manufactured according to the work instruction (wi) version 119 and manufactured in the line 08 on 11-nov-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during production process. Burst test "flow and sensitivity parameters " were found incorrect on inset product. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one nc raised during production process no related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.